Manufacturer narrative:
The pacemaker and the associated lead were returned for analysis. Within the pacemaker analysis, the device was interrogated properly and the pacemakers memory content was investigated. The battery status was found to be anticipated. A further analysis revealed fluctuating bipolar right ventricular lead impedances. A lead failure was detected automatically by the device on (B)(6) 2021 as a result of measured bipolar lead impedances out of range. Besides that, the available data did not show any anomalies. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2021, rv read impedance abnormality was confirmed.( greater than 2500 ohms) abnormality was confirmed with reproducibility. No noise event. No noise was confirmed due to changes in a patient body position. No dislodgement could be found on a chest x-ray. The lead and the pacemaker were explanted.